Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed because it did not meet the physicians expectations with regard to longevity.